Event description:
After 5 days of implantation, the lead was explanted because during a repositioning attempt due to dislodgement, the fixation stylet could not be fully inserted.

Manufacturer narrative:
(Other): during the intervention to reposition this dislodged lead, the stylet could not be fully inserted. The analysis on this device is pending.

Event description:
After 5 days of implantation, the lead was explanted because during a repositioning attempt due to dislodgement, the fixation stylet could not be fully inserted.

Manufacturer narrative:
(Other): during the intervention to reposition this dislodged lead, the stylet could not be fully inserted. The analysis on this device is pending.